Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing paralysis in her legs for 30 minutes at a time. This event occurred twice and following each episode the patient experienced pain in her legs. The patient has a history of aching legs but never paralysis. Attempts to obtain additional relevant information have been unsuccessful to date.